Event description:
The customer reported that prior to use on a patient the iabp did not perform auto fill. Unit showed electrical test code number 58 and fault code 57. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company representative observed that the fault log confirmed the electrical test failure mode number 58 "power-up vent test failed" and electrical test failure code number 57 "safety vent test failed." The company representative replaced the drive manifold assembly (0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).